Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement is partly available. Review of system log files showed that there was a geo pc connection error. Upon troubleshooting fse found that the host pc is not booting up and resets the host pc hardware and geo pc hardware. Fse suggested the customer to correct the earthing resistance within the limit of 1 ohm. After that, the system was returned to use in good working order.

Event description:
It has been reported to philips that an error 'geometry movement partly available' appeared. There was no report of harm. Philips has started an investigation of this complaint.